Event description:
It was reported that a patient underwent a sling procedure and after several weeks incontinence occurred. The patient also experienced a hematoma. There was no further information available.

Manufacturer narrative:
No conclusion can be drawn at this time.